Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that mirror imaging oversensing was noted on the right atrial (ra) and right ventricular (rv)  lead, with the rv lead exhibiting oversensing of short v-v intervals. Both pacing leads remain in use. No patient complications have been reported as a result of this event.